Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge and image out of field view. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure. The image was out of field view was due to a bent outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited dents on distal edge and image out of field view. There was no patient involvement.